Event description:
It was reported the disposable caused the pump to alarm high pressure. The patient changed disposable and was able resume infusion. No patient injury reported.

Manufacturer narrative:
D4 and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.